Event description:
The customer contact reported a leak. The tubing set was being used to deliver nafcillin 12gm/600ml, at an unspecified rate, via a gemstar pump. No specific pump programming parameters were provided. The customer contact reported that the tubing set was primed up to 7 days in advance at the user facility prior to clinical use. It was reported that after an unspecified length of time after the delivery was started, solution leaked from an unspecified location on the air eliminating filter of the tubing set. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.